Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing impedance was observed via remote transmission. Patient was asymptomatic. The patient presented for a check and the low impedance was confirmed. The patient was in good condition and will continue to be monitored remotely.